Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated the device was not functioning. Imaging revealed that the reservoir was empty, resulting in fluid loss and inflation issues. A revision surgery has been scheduled. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4).